Manufacturer narrative:
According to the hospital: the physician did not realize at the time the significance of his injury. Later in the next week, he began having visual changes, touched the top of his head and felt a scratch on his head. He went to his ophthalmologist, who after evaluation, stated he had a torn vitreous and would be restricted from heavy lifting, bending over or straining to prevent a detached retina from occurring. The physician also stated that his ophthalmologist told him this was directly related to him hitting his head. The user filed the report internally to the hospital on (B)(6) 2010. Brainlab became aware on (B)(4) 2010 that an event occurred. Clarification about the event was provided by the hospital to brainlab on (B)(4) 2010. According to brainlab, measures are in place for the device in question in order to minimize the risk as far as reasonably possible. There was no quality or performance issue or malfunction of brainlab equipment. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment. According to brainlab, measures are in place for the device in question in order to minimize the risk as far as reasonably possible. There are no corrective and preventive actions intended by brainlab at this point of time.

Event description:
Hospital internal report dated (B)(6) 2010: the physician stated he was working in the operating room on (B)(6) 2010, the case was emergent and difficult, he was in the middle of setting up quickly and he hit his head on the corner of the brainlab monitor that hangs down from the ceiling boom.